Event description:
It was reported that draeger resuscitaire may not have been delivering adequate oxygen. There was a temporary desaturation reported but no further symptoms or consequences.

Manufacturer narrative:
The investigation was started but is not yet concluded. We cannot exclude that the investigation alters the device or a sample of the batch concerned in a way which may affect any subsequent evaluation of the causes of the incident. We assume that such an analysis can begin 10 days following issuance of this initial report, unless the national competent authority contacts us within this time frame opposing an analysis which involves altering the device. H3 other text : ongoing.

Event description:
It was reported that draeger resuscitaire may not have been delivering adequate oxygen. There was a temporary desaturation reported but no further symptoms or consequences.

Manufacturer narrative:
The user stated that the deviation between set and delivered fio2 values was related to the knob of the dosage valve which was moving freely on its axxis. Dräger has initiated repeated requests to obtain further information but those were not responded to. Hence, it is not possible to differentiate between the most likely scenarios of either knob becoming loose over time or due to a sudden event in form of impact of too high mechanical force. The entire device has a useful product life of 7 years - the unit involved in the particular incident was in use for more than 8 years already when the event occurred. The oxygen blender is subject to re-calibration in intervals of two years, a beginning loosening of the knob will most likely be detected. It is not known due to missing feedback when the last calibration cycle was performed.